Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, atherosclerosis disease, chronic respiratory disease, and anticoagulation therapy. Complications reported included surgical intervention (pacemaker), hospitalization, heart block, bradycardia, heart failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: leadless versus transvenous pacemakers following transcatheter aortic valve replacement: a dual-center propensity score-matched observational study.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "leadless versus transvenous pacemakers following transcatheter aortic valve replacement: a dual-center propensity score-matched observational study", was reviewed. The article presented a retrospective, multi-center study on to evaluate procedural and clinical outcomes associated with leadless pacemakers (lpms) and transvenous pacemakers (tpms) post-transcatheter aortic valve replacement (tavr). Devices included in the study were edwards sapien, evolut, and navitor. The article concluded that lpm implantation following tavr was associated with shorter procedure times, reduced hospital stays, and a lower incidence of the composite endpoint compared with tpm. [The primary and corresponding author was sandrine venier, department of cardiology, grenoble alpes university hospital, grenoble, france, with corresponding email: svenier@chu-grenoble.fr]. The time frame of the study was from may 2019 to may 2024. A total of 187 patients were included in the study, of which 2.1% received an abbott device. The average age was 83.4 years and the majority gender was male. Comorbidities included hypertension, diabetes, atrial fibrillation, atherosclerosis disease, chronic respiratory disease, and anticoagulation therapy.